Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic with low r-waves and high capture threshold. Lead dislodgement was observed under fluoroscopy. The lead was capped and replaced.